Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the lower part of the valve frame did not open as it should have due to a bicuspid native valve. The nose cone of the delivery catheter system (dcs) possibly caught on the valve frame and caused the valve to dislodge. Subsequently a second valve was implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The expiration and device manufacturing date were obtained.

Manufacturer narrative:
(B)(4). The use by date and UDI for the device that was reported as concomitant on the previous medwatch submitted february 10, 2017 are: use by date 2017-09-02. UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.